Event description:
Philips received a complaint on the v60 ventilator, indicating that device was down because the power board was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was down. The customer informed the rse that they did not have time to troubleshoot the issue. The rse explained that they needed to troubleshoot with the customer to determine if the issue was related to the 35 volt rail. The customer was informed that if it is determined that the failure was caused by the power mangement (pm) printed circuit board assembly (pcba), then the replacement of the pm pcba could be completed. The customer did not reply to subsequent email and phone call attempts made by the rse to continue troubleshooting and complete the resolution to the power issue on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.